Event description:
Related manufacture reference number: it was reported that the patient presented during clinical follow-up. Interrogation noted overestimation of battery longevity. No interventions were performed. There were no patient consequences.